Manufacturer narrative:
Visual inspection was performed on the returned device. The reported leak was confirmed during return analysis as a balloon rupture was noted, which is likely what the account perceived as the reported leak. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported leak or noted balloon rupture, on the returned device, could not be determined. Return device analysis noted a balloon rupture on the returned device. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, and interactions with other devices or lesion calcification. In this case, a conclusive cause for the noted balloon rupture could not be determined since limited information was provided. It is likely that the noted balloon rupture is what the account perceived as the reported leak since the balloon would not hold pressure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: model #, lot #, UDI # added.

Event description:
Subsequently after the initial report was filed, it was confirmed that a 6.0 x 40 mm armada 35 balloon dilatation catheter was used. No additional information was provided.

Event description:
It was reported that the procedure performed was to treat an unknown vessel. Once at the lesion, an unknown armada 35 was inflated. When aspiration was attempted, continuous bubbling with no blood was observed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided.